Event description:
A custom PICC line was placed for therapeutic purposes on an unknown date. Preliminary evaluation results revealed four holes were identified in clampled off catheter by pressurizing catheter with a dye filled syringe and viewing at 10x magnification. The holes were located distal to the suture wing. The PICC line was replaced on 6/2005.